Event description:
On june 24, 2008 the lay user/pt contacted lifescan alleging the surestep enhanced meter read inaccurately high. The medical affairs specialist contacted the pt to obtain/clarify info. In 2008, in the morning, the pt tested his blood sugar on his meter and reportedly obtained a result of 212 mg/dl. Due to this result, he claimed he took 10 additional units of insulin based on his sliding scale. The pt states that when his result is up to 200 mg/dl, he takes 50 units of nph insulin in the morning before breakfast. When his result is above 200 mg/dl, he takes 10 units of regular insulin at that time. He does the same in the evening before dinner. The pt ate his breakfast usual after taking insulin. About 3-4 hours after taking the insulin, the pt says the passed out and "felt comatose." Somebody called emergency services on his behalf and when they arrived at 10 am, they tested his blood sugar and reportedly obtained a result of 33 mg/dl. They gave him a cupcake and a soda. He ate the cupcake first then drank the soda. He said he did not feel better until after he drank the soda. He does not know how long it took for him to feel better after that. In the evening, the pt tested his blood sugar before dinner. He obtained a result of 264 mg/dl on his meter and 173 mg/dl on another meter. Based on statistical methodology, the difference between these results fall outside the expected value of <=30%. The paramedics did not give him any additional advice other than to monitor his blood sugar carefully. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The meter was set to the correct unit of measure and calibration code number. The pt cleaned the meter correctly. The test strips were within expiration dating and in good condition. The results were verified in the meter memory. This complaint is being reported because the pt alleges the meter readings were inaccurately high, took additional insulin based on the result, and allegedly experienced symptoms indicative of hypoglycemia. He also reportedly had to obtain the help of emergency services after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.